Event description:
A piece of the polyimide sleeve from the trocar broke off during the procedure and became embedded in the sclera. The procedure was completed with no further complications. No further treatment is planned at this time.